Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low shocking lead impedance measurements less than 20 ohms. Subsequent in-clinic measurements were normal, although, noise on the shock channel was reproduced with isometrics. No further intervention was performed at this time and monitoring will be continued. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.